Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a 15 cm pancreatic fluid collection (pfc) with 20% necrosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. According to the complainant, the stent was visible on a computed tomography (CT) scan performed three weeks after the axios stent was implanted. However, during an upper gastrointestinal endoscopy for stent removal 32 days post-implantation, the axios stent was noted to have migrated. Reportedly, the patient's pfc had resolved at the time of the removal procedure. The physician expects the stent to pass naturally, and the patient has not had any complications as a result of the event. The patient's condition was reported to be asymptomatic without recurrence of their pfc.